Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The valve did not drain. They performed the test even when it was removed from the patient and even so, it did not work. All the system was replaced by another one.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Product was returned to the investigation facility for evaluation.

Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records was not possible as the lot number is unknown. No root cause could be determined since no sample was returned for evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Manufacturer narrative:
Upon completion of the investigation it was noted that during the visual inspection no defects were noted. It was also found that an occlusion was noted in the cam mechanism. However when the component was freed and irrigated again, no occlusion was present. During the functional testing of the device it was found that the device failed the programming and pressure test. The device was inspected under magnification and it was found that biological debris was seen throughout the device, which appears to be the root cause for the problem reported by the customer. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.